Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced pain at the implantable neurostimulator site, discomfort, soreness, pinching, and walking difficulty, immobility, loss of balance, and was unable to get out of bed following the implantation of a spinal cord stimulator battery and paddle lead. The patient expressed feeling that the battery was loose and irritating tissue inside the incision. During a post-operative appointment, the physician assessed the site and reassured the patient that the battery was properly secured during surgery, recommending more time for healing and settling. The battery was not activated during the appointment. The patient was advised to return for a follow-up appointment to evaluate improvement and consider the possibility of removing the system if issues persist. Additional information was received from manufacturer representative (rep) healthcare provider (hcp) will be performing a pocket revision surgery on (B)(6) to get the scs stimulator repositioned so that it stays flat, therefore preventing the battery from protruding out.

Event description:
Additional information was received from manufacturer representative (rep) who reported the cause of the protruding implantable neurostimulator (ins) was not determined. They reported a pocket revision surgery took place on june 19th by healthcare provider (hcp), where they repositioned the ins and the battery is now flatter and no longer sticking out. They reported this resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.